Event description:
The customer stated the unit shuts off intermittently. No patient involvement.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed the cause of the failure is due to the cracked solder joint on a lead of a transformer causing the loss of 5-volts to the circuit. Resoldering the solder joint resolved the issue. Once repairs were completed, the device performs to specifications. The device was repaired, passed release testing and was returned to the customer.